Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during deployment of a 6mm x 60mm smart flex biliary self-expanding stent (ses), the outer sheath of the delivery system separated near the touhy valve/tension relief portion of the system. The stent was partially deployed at the time of the separation; however, the physician was able to fully deploy the stent by pinching the outer sheath of the delivery system and pulling back. The stent was able to be deployed at its intended location, but it wasn¿t the specific spot the physician wanted, so another an additional unknown stent was needed. There were no reported injuries to the patient. The target lesion was the popliteal artery. The vessel characteristics at the target site included moderate calcification, no tortuosity, and 85% stenosis. A 6mm x 45mm non-cordis sheath was used for this procedure along with a .035 non-cordis hydrophilic guidewire. The device was stored and prepped per the instructions for use (IFU). There was no deployment difficulty experienced prior to the separation occurring. The delivery system was able to be removed easily from the patient. The device was returned for analysis. A non-sterile ¿smart flex 6x60 bil, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for product evaluation. A thorough inspection revealed one kink located approximately 118 cm from the distal tip. The outer sheath was separated at approximately 119.5 cm from the distal tip. The plastic nut of the hemostasis valve was disassembled. No other outstanding details were observed on the returned device. A functional test was not performed due to the nature of the complaint. The separation area was evaluated with a vision system, which showed that the separated material exhibited evidence of elongation at the edge. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ could not be confirmed as this cannot be properly evaluated in a lab setting due to the nature of the complaint; additionally, procedural images of the reported inaccurate placement were not provided. The reported ¿outer sheath separated¿ was confirmed during analysis of the returned device. However, the exact causes of these damages cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separation of the outer sheath and kinking noted. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review handling and procedural factors likely contributed to the events reported as evidenced by analysis findings, difficulty deploying the stent may have been contributed by the separation and damages noted to the outer sheath. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 6mm x 60mm smart flex biliary self-expanding stent (ses), the outer sheath of the delivery system separated near the touhy valve/tension relief portion of the system. The stent was partially deployed at the time of the separation; however, the physician was able to fully deploy the stent by pinching the outer sheath of the delivery system and pulling back. The stent was able to be deployed at its intended location, but it wasn¿t the specific spot the physician wanted, so another an additional uknown stent was needed. There were no reported injuries to the patient. The target lesion was the popliteal artery. The vessel characteristics at the target site included moderate calcification, no tortuosity, and 85% stenosis. A 6mm x 45mm non-cordis sheath was used for this procedure along with a .035 non-cordis hydrophilic guidewire. The device was stored and prepped per the instructions for use (IFU). There was no deployment difficulty experienced prior to the separation occurring. The delivery system was able to be removed easily from the patient. The device will be returned for evaluation.